Event description:
The customer reported obtaining erroneous prostate-specific antigen (access hybritech psa) results for three (3) patients involving the access 2 immunoassay analyzer. The customer obtained initial results of zero for all three patients. The customer questioned the results due to the unusual three consecutive zero results and proceeded to repeat the samples. Subsequent repeat of the samples produced results above zero and within the normal reference range of the assay. The customer stated that at least one erroneous result was reported out of the laboratory. However, the customer was unaware of any change or affect to patient treatment in connection with this event. The customer stated that quality control (qc) results were within the laboratory's established ranges prior to the event. The customer indicated system check passed prior to the event but ultrasonic and quantity not sufficient (qns) errors were posted in the instrument's event log around the time of the event. The samples were collected in beckton dickinson serum separator tubes and centrifuged for 10 minutes at 3700 rpm in either refrigerator or room temperature. The customer stated that there were no issues with sample quality or low volume and the samples were tested in the primary tube. Access hybritech psa reagent lot number 323587 was used in conjunction with the instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse identified an issue with level sensing and proceeded to replace the electronic transducer and both service loop cables. Repairs were verified per established procedures and the fse confirmed that the instrument returned to normal operation. The likely cause of the event is hardware malfunction due to premature failure of the ultrasonic transducer and/or service loop cables.